Event description:
The company was informed that the patient's device was explanted due to a serious infection with developed pus (origin of pus unknown). The patient has been diagnosed with meningitis. Advanced bionics is in the process of gathering more information; once more information is available, a supplement report will be submitted.